Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
An exceed abt shell, biolox delta head and biolox forte liner were revised after approximately eight years and two months due to ¿recurrent dislocations." The shell looks to have been well fixed in the patient and has been positioned in accordance with the surgical technique. The head and liner show no signs of adverse ceramic wear, indicating that bearing performance is not the ultimate cause for revision. The revision procedure was completed using a constrained liner which may indicate inadequate soft tissues, or a deficient abductor mechanism may have been contributory factors to the recurrent dislocation of the joint. Without further information, no other conclusions can be drawn.

Event description:
It was reported that patient underwent a primary hip surgery on (B)(6) 2006. Subsequently, a revision surgery was performed on (B)(6) 2014 due to recurrent dislocations. No further information has been received.